Event description:
It was reported that patient experienced increased pain in low back and legs. A catheter fracture was observed via a catheter access port (cap) contrast study done on (B)(6) 2012. The entire catheter was replaced on (B)(6) 2012. Patient outcome was noted as resolved without sequel. Drugs delivered via the device were dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).